Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Date of event: unknown. Additional product codes: hrs hwc. Other partial UDI: (B)(4) lot number unknown. Original implant was date sometime in (B)(6) 2016. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date 2 months ago that a patient underwent a distal femur osteotomy procedure. Upon a routine check-up on an unknown date x-rays were taken and it was discovered that the patient had a non-union as well as an infection. On (B)(6) 2016 a revision surgery was performed for the removal of all implanted hardware. The surgery was completed successfully without any surgical delay. Postoperative the patient's reported condition was fine. It is not known if the patient ever experienced pain. This complaint involves two devices. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.